Manufacturer narrative:
Device evaluation: the device was received in good condition, no physical damage was found on the pump. No problems were found with the delivery in the event history log. Performed functional check. Visually inspected the pump. The pump passed all tests. The customer's reported issue could not be duplicated. Investigation found no issues with the device delivering. The pump was tested and was found to be functioning properly and delivering within specification. No further action will be taken. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a review was not performed. Service history review identified this device has not been in for service in the previous 12 months (serviced on 01/2022) and there was no indication the complaint was related to previous service of the device.

Event description:
It was reported that, when using the pump, there was no continuous delivery of medication. The medication was not pushed through the conduit. No patient injury reported.

Manufacturer narrative:
No further information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.